Event description:
It was reported that the infusion set adhesive came out of the packaging before application, and during replacement the user connected the new tubing to the pump rather than to the infusion set site, resulting in an incorrectly deployed infusion set and connector attachment error for the infusion set and cartridge components. No reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user, analysis of the information provided, and troubleshooting and education that enabled resumption of insulin delivery, with replacement infusion sets shipped. Investigation of this case revealed no device problem and identified a usage problem related to an improper or incorrect procedure or method for handling and connecting the infusion set and tubing. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that caused or contributed to the event.